Manufacturer narrative:
Initial 2 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient faced six infusion set leakage event on 18-mar-2026. All events occurred on various days of the week. The leakage was at the tubing connector. The infusion set has been in use for two days.